Event description:
It was reported that, "the surgeon had difficulty engaging poly insert into baseplate. After repeated attempts, a new insert was tried and seated perfectly."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.